Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had substantial ventricular tachycardia (vt) on (B)(6) 2023 during a dialysis session which lasted likely more than an hour. No suction events were noted on the bedside monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The submitted system controller event log file contains information from 28jun2023 and 29jun2023 that primarily consisted of pulsatility index (pi) events. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts for additional information were sent to the customer and no further detail was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of this document lists adverse events, including cardiac arrhythmia and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that once every 2 seconds, the heartmate 3 pump will automatically modify its speed to create an artificial pulse. This document also notes that, during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. Some reasons for pi events include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with pi events, but they do show on the system monitor history screen. Pi events will not show on the system monitor alarm screen. No further information was provided. The manufacturer is closing the file on this event.